Event description:
The following information was reported to gore: a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was intended for use in the internal iliac for treatment of stenosis, during a aortic aneurysm repair. The physician performed an angioplasty with a shockwave ivl on the calcified vessel prior to the introduction of the vbx device. However, the physician was unable to advance the vbx device across the calcified lesion, removed the vbx device and performed an additional angioplasty with the shockwave ivl. The physician attempted to advance the vbx device (same device) across the calcified lesion with no success and removed the device and an additional angioplasty was performed with the shockwave ivl. The physician then attempted to advance the vbx device (same device) across the calcified lesion with no success. When removing the vbx device from the calcified lesion, the vbx device had become dislodged from the delivery catheter. The decision was made by the physician to pin the vbx device against the vessel wall with a gore® excluder® iliac branch endoprosthesis. The patient did not experience any adverse consequences.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated h6: health effect - impact code - additional device required. According to the gore® viabahn® vbx balloon expandable endoprosthesis instructions for use, warnings: do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and / or damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn® vbx balloon expandable endoprosthesis or introducer sheath.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. The manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. Cause of the reported event cannot be established based on evaluation of the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete. The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail and the following IFU statements were identified as having a relation to the complaint. Warnings: do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and / or damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn® vbx balloon expandable endoprosthesis or introducer sheath. Note: should it become necessary to remove either a partially expanded or non-deployed gore® viabahn® vbx balloon expandable endoprosthesis from the vessel, do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath after the endoprosthesis is fully introduced. To remove the gore® viabahn® vbx balloon expandable endoprosthesis, it can be withdrawn to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. After removal, neither the gore® viabahn® vbx balloon expandable endoprosthesis nor the introducer sheath should be reused. Do not attempt to pull an endoprosthesis system that has been either partially expanded or not expanded back into the sheath or guide catheter, as dislodgement of the endoprosthesis from the balloon may occur. Carefully observe the endoprosthesis for stent dislodgement or movement while attempting to withdraw the undeployed stent back through the sheath.